Event description:
It was reported that the patient underwent an orthopedic salvage procedure on (B)(6) 2014 where reduced sized expandable components were implanted. Subsequently, the patient was revised on (B)(6) 2015 to remove and replace components due to infection. It was further reported that the patient may be revised again due to infection and implants will be removed and replaced with spacers and bone cement.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 4 of 6 mdrs filed for the same event (reference 1825034-2015- 00998 / 01003).